Event description:
The customer observed error code 1118 (invalid test results, intercept too low) while running one pt sample using the axsym digoxin iii assay. There was no impact to the pt's management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.